Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged from 280-400s mg/dl range. A correction bolus was delivered to address bg. Reportedly, the customer changed the pump supply or simply cleared the alarms and resumed insulin delivery. Customer declined troubleshooting with tandem technical support.